Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and raised. The irritation is on the patient's back underneath the therapy pads. It was reported that the patient did not change the garment or clean the equipment as recommended by the patient manual. The patient was supplied with an additional garment by support services. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed hydrocortisone and benadryl. Follow up indicated the irritation improved.